Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received two inappropriate shocks due to oversensing of electromagnetic interference (emi) that appeared related to the recent implant of a left ventricular assist device (lvad). After the implanted of the lvad no programming changes were made to the s-ICD and the device was oversensing the noise. Technical services (ts) was consulted, discussed the preferred vector for these situations is the alternate sensing vector; however, the amplitude appeared low with this vector. Ts recommended some programming options to optimize sensing. The device therapy was turned off until a decision is made with programming. Subsequently this s-ICD was reprogrammed, however, due to the patient recently implanted lvad the patient is still under recovery in the hospital and will likely keep therapies off until the patient fully recovers. This s-ICD remains in service. No additional adverse patient effects were reported.